Event description:
According to the reporter, in a clinical study, 12 months after an open left hemicolectomy procedure, the patient had a m2w1 incisional hernia that was diagnosed under ultrasound. The size of the hernia was six millimeters (6mm) in length by four millimeters (4 mm) in width. It was noted that there was no treatment response for the adverse event. There was no clinical hernia during the exploration; the patient was asymptomatic. The investigator's assessment was not related to the study procedure, device, or outside standard of clean in place (cip) procedure but probably related to an underlying condition or disease. The sponsor assessment was not related to the study procedure, to an outside standard of clean in place (cip) procedure, but was possible related to the device and an underlying condition or disease. It was noted that the placement of the mesh tried to reduce the adverse event but could not be zero due to other risk factors.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, g3, h6 further review of this event found the device is not considered a potential contributory cause. This event has been reassessed as no n-reportable and no further reports will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a clinical study, 12 months after an open left hemicolectomy procedure, the patient had a m2w1 incisional hernia (six millimeters by 4 millimeters width) that was diagnosed under ultrasound. The size of the hernia was six millimeters (6mm) in length by four millimeters (4 mm) in width. It was noted that there was no treatment response for the adverse event. There was no clinical hernia during the exploration; the patient was asymptomatic. The investigator's assessment was not related to the device, or outside standard of clean in place (cip) procedure but probably related to an underlying condition or disease and index procedure. The sponsor assessment was not related to an outside standard of clean in place (cip) procedure, and device, but was possible related to the mesh augmented reinforcement study procedure, and an underlying condition or disease. Assessment made by the cec were possibly related to the procedure and underlying condition or disease. It was noted that the placement of the mesh tried to reduce the adverse event but could not be zero due to other risk factors.